Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot number and part number were not provided. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
In the given article journal of shoulder and elbow surgery published 2018, title "trustees outcomes of trabecular metal backed glenoid components in anatomic total shoulder arthroplasty", level IV; case series includes one patient had catastrophic failure after a fall. Patient had obvious glenoid loosening and, at the time of revision, was found to have significant metallosis, as well as polyethylene component fracture. Tm glenoids are the tmt design control part. Catastrophic failure, loosening and metallosis, glenoid failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h6 no devices, medical records, or images were received for review. A review of the device history records was unable to be performed due to lot number not being received. The root cause of the event is attributed to the patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - attachment: [outcomes of trabecular metal¿backed glenoid components...pdf]

Event description:
No further event information available at the time of this report.